Manufacturer narrative:
The field service engineer (fse) found a hole in a vacuum tube of the rinse unit. The fse replaced the tubing, checked the rinse levels, and performed precision testing with acceptable results. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The ca2 reagent lot number was 882078 with an expiration date of 31-aug-2026.

Event description:
The initial reporter questioned high results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 11.7 mg/dl. The customer has a rule in the system to flag potential incorrect results. The sample was repeated with a result of 9.5 mg/dl.